Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one ple60a device was returned instead of a pse60a. The device was received good visual condition and with the manual override door out of position and missing; the lever was in home position. An ecr60w with the one piece sled partially advanced was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a redo appendectomy with a right colon procedure the surgeon fired the device and it stopped before it traveled 10mm. It was after the first firing with a white reload. The surgeon stated that there was a staple line and clips in the area at the time. He forgot how to open the device and had to use two staplers one on each side of the instrument and fire staple lines and cut the device loose. There was no bleeding during the removal and he continued on with an additional device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon or appendix at what location on the tissue? Mesentery. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? After the first firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized?no if so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Asku if so, when? Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Rep has conducted and additional in-service with the surgeon.